Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales rep. Via email that an (B)(6), scorpion-multifire needle broke during passing. Surgeon could not recall exact mechanism of it breaking but thinks it could have been when passing fibertape and hitting fiberwire. This was detected during use in a rotator cuff repair procedure on (B)(6) 2023. The case was completed successfully as the breakage was after the last pass so the scorpion was not required afterwards and the loose needle tip was removed from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle.